Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting reproducible noise with isometric analysis. The patient was scheduled for lead extraction. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a partial lead was returned in two pieces measuring 14.1 cm and 42.5 cm, respectively. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found a full breach outer insulation degradation located 4.5 cm from the connector pin. The cause of the reported events was due to the outer coil being exposed at the degradation zone. The reported events of noise and capture anomaly were confirmed.